Event description:
The physician stated that the device power was not strong enough to cut through tissue. The procedure was not completed; pt left with no biopsy samples taken as a backup device was not available. Pt will be rescheduled.